Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services was dispatched due low blood level of on (B)(6) 2020. Customer was passed out. Customer was treated with food and glucose gel. Customer had low blood glucose level more than 30 mg/dl. The insulin pump will not be returned for analysis.